Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Visual examination of the provided pictures identified that there was battery debris throughout the sealed tray. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the kit was unpacked from cardboard box prior to surgery, with no impact on patient or procedure. There was battery debris throughout the sealed tray. The kit had not been opened and was still in sterile packaging. There was no patient involvement. Due diligence is complete, and no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reporter telephone number: (B)(6). Report source: foreign country: poland.

Event description:
It was reported that the kit was unpacked from cardboard box with battery debris throughout sealed tray. The kit had not been opened and was still in sterile packaging. The issue occurred prior to surgery and there was no patient involvement. Due diligence is complete and there is no further information available.